Event description:
The pt was reportedly experiencing sound quality issues and pain during use of her cochlear implant. External equipment was exchanged and extensive programming changes were made; however, this did not resolve the issue. The center will pursue device revision surgery.